Event description:
It was reported that a user replaced a freestyle libre 3+ sensor and initially experienced a pairing failure when attempting to connect the sensor to the ilet bionic pancreas system, after which the sensor subsequently connected and entered warm-up during guided troubleshooting. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor connectivity and continuation of warm-up without need for medical intervention. User support included customer support troubleshooting and review of alarm history indicating a pairing failed event. Investigation of this case revealed an initial communication or pairing issue that resolved spontaneously upon reattempt within the ilet mobile application. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or pairing anomaly that resolved with standard troubleshooting.